Manufacturer narrative:
No product was returned. The investigation was unable to determine a root cause. If the product is returned this complaint will be reopened for further investigation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that pump alarmed, and the screen says pressure when connecting to a patient. Continuous infusion rate: 3.3 mls/hr. Total reservoir volume: 150 mls. Given: 127.9 mls. Air detector and upstream sensor were off. Length of infusion: 46 hours. Lock level: ll2. A cstd was used to fill cassette. The pump was used to prime the extension tubing. Medication: 5-fu. A cassette has already been discarded after the incident as protocol. Patient slept on their couch and reported had intermittently been hearing some beeping sound and the word pressure kept on flashing on the pump screen. They checked to see if there were kinks on the tubing. Eventually the beeping stopped. This event occurred at patient's home and was operated by health professional. They do not have any additional information to provide. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
E1: additional contact information: (B)(6). H3: other; device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.